Event description:
The customer reported the system is not displaying images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber assembly and generator driver board. System operates as intended. (B)(4).